Event description:
It was reported that the atrial lead exhibited loss of capture and loss of sensing. An insulation anomaly was also observed and the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.